Event description:
On (B)(6) 2009, the pt underwent placement of a PICC line. Ten months later, it was discovered that approx 6.5 cm of the guide wire used during placement of the PICC line had broken off and remained in the right ventricle of the heart.